Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer reported that pump was cracked. Blood glucose was running high and took 20 units of manual injection and changed out infusion set. The customer got down to 178 mg/dl and shot right back up into the 300mg/dl range and was 319 mg/dl 30 minutes ago. Current blood glucose was 326 mg/dl. Patient's blood glucose at time of incident was 417 mg/dl. The customer treated high blood glucose with manual injections. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery as the patient was is not receiving basal. Customer states the drive support cap appears normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked reservoir tube lip.